Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with the blood glucose value of 55 mg/dl and was treated with orange juice. It was also reported that the customer experienced a difference between sensor glucose and blood glucose values. The event involved product(s) mmt-397a, mmt-1884, mmt-332a and mmt-7040a. Troubleshooting was performed for low bgs/over delivery and sg vs. Bg guardian sensor 3/guardian 4 sensor event. It was reported that the customer had used the insulin pump system within 48 hours of the reported event. It was also reported that smartguard/auto mode feature was also active at time at the time of event. No further patient complications were reported. The customer was advised to monitor pump along with the blood glucose value and also informed about sensor replacement. The product return was requested for mmt-397a, mmt-1884, mmt-332a and mmt-7040a and customer response was the device would not be returned.